Manufacturer narrative:
Date of event - unknown the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) of 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The target lesion was de novo located in the popliteal artery with a 5 mm reference vessel diameter and 10 mm target lesion length. The lesion had 90% stenosis pre-procedure and 0% stenosis post-procedure. The vessel tortuosity was mild. There was no calcification at the target lesion. The lesion morphology was tight concentric stenosis. There was no information regarding the patient one-month follow up assessment. The patient three-month follow up assessment in (B) (6) of 2006 documented that the target lesion has not remained patent. One adverse event was reported as amputation below knee. No endovascular intervention was performed since the initial procedure. No further data was provided.